Manufacturer narrative:
(B)(4). Evaluation summary: the analysis found that the tl60 instrument arrived in good visual condition and with an original cartridge loaded on the instrument. The cartridge was returned void of staples. The instrument was tested with a test cartridge and it cycled, fired and formed all the staples. The staples had a proper b-formation. It should be noted that the instrument's indicator must be within the firing range for the staples to form. We were unable to recreate the event. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid resection procedure, there were malformed staples. The surgeon finished the procedure with sutures. No patient consequences.